Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that the infusion set's tubing went loose very easily at the quick release. He only tapped to the catheter and then the quick release came off. This issue happened two times. No further information available.